Event description:
The customer reported approximately one half cup of fluid overflowed from the white blood cell (wbc) bath from underneath the instrument while analyzing ten patient samples involving the coulter act diff 12 analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer questioned the initial patient results. Beckman coulter customer technical support (cts) advised the customer to drain the wbc with bleach and performed system startup. The bath drained normally, and the customer performed system startup which passed within specifications. The customer confirmed no further leaks were present. The initial patient results were not released from the laboratory. There was no patient impact. It is unknown if the initial results were erroneous. All ten patient samples were reanalyzed. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).